Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the images on the system were not displaying and only would display static. There was also an image grabber error observed. There was no patient involvement. The issue was believed to be with the umbilical cord. Additional information was received. It was reported that after the field service engineer (fse) performed troubleshooting, the umbilical cable did not turn out to the be problem to the best of his knowledge.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000515, serial/lot #: unknown, product ID: bi71000475; product ID: bi71000475. A medtronic representative went to the site to test the equipment. Testing revealed that the faulty mvs interface cable was replaced. The candlesticks on the tank side were pulled, inspected, cleaned, and oil was added. Gain calibrations were also completed. Extensive testing was done with both 2d and 3d imaging. The imaging system then passed the system checkout and was found to be fully functional. (B)(4) are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.